Event description:
The customer reported that 10 to 20 cc of blue fluid leaked from the coulter lh 500 hematology analyzer and onto the tabletop. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) replaced tubing that had come off of feed-thru fitting (ff181) on pv49 to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).